Event description:
It was reported PICC inserted during training, confirmed with 3cg. Deflection visible at 0cm, final placement at 1cm. Chest x-ray had radiologist read stating proximal svc near innominate vein junction. Patient impact is unknown, discussed tip location standards with inserter. His attending exercised his clinical judgement and decided to leave PICC in place.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo sample provided shows ECG waves. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.